Event description:
It was reported that a user¿s newly provided charging pad did not charge the ilet pump, with the pad¿s indicator blinking green rather than remaining solid, and the pump began charging after the user switched to a different household outlet. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included remote troubleshooting and user education. Investigation of this case revealed normal pump function and a likely issue related to the original power source or outlet rather than the charger or pump. It was concluded, based on previously established findings for similar reports, that the cause was user environment related.